Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: there was moisture observed underneath the display lens. The pump failed a leak test due to a leak at the display lens. The pump powered on with no audible or vibration alarms. Moisture damage was found on the continuous glucose monitor board, and the piezo. After adjusting both the vibration motor contacts and the piezo contacts, the audio and vibratory alarms were fully functional.

Manufacturer narrative:
Follow-up #2 date of submission 02/24/2017 - correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display had detached from the pump and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.